Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01474.

Event description:
The patient was undergoing a coil embolization procedure using in the inferior mesenteric artery (ima) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod pc into the target vessel using the lantern; however, the pod pc was too long. Therefore, the pod pc was resheathed for later use. The physician then manipulated the lantern to obtain a better position. While attempting to re-advance the same pod pc through the lantern, the physician experienced resistance. Therefore, the pod pc was removed. The lantern was also removed because even after flushing the lantern, it was assumed it was occluded with thrombus. The procedure was completed using a smaller coil and a new lantern. There was no report of an adverse effect to the patient.